Event description:
It was reported that during a supply change the user inserted a pre-filled insulin cartridge into the ilet pump that had cracked after being dropped, which resulted in no insulin observed during the fill tubing step while using an inset 23" infusion set; the device issue involved a fractured reservoir component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture consistent with a component failure of the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.